Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported sys error 105, which was observed while attempting to run a loaded set. Sys error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt injury.